Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoirs per specification. Reservoirs passed per inspection. No leaks were found during analysis. Checked o-ring for defects and none were found

Event description:
It was reported that insulin pump was alarming no delivery. Customer's blood glucose reading is 356 mg/dl. Customer treated with a bolus. Customer stated that reservoir has a leak at the o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.